Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pulmonary embolus (pe) shortly after the implant procedure. A chest x-ray had been performed to evaluate the pe, and it was questioned if the lead was fractured, as a foreign body was present in the patient's shoulder area. Technical services (ts) reviewed the x-ray with the clinic and noted the patient's lead appeared to be electrically continuous; no fracture visible, thus it was unknown what the foreign body was. Additional information was provided that the patient will continue to be monitored; there was no plan to remove the foreign body at this time as an additional x-ray confirmed it had not moved.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.